Manufacturer narrative:
(B)(4).

Event description:
The hcp "has reproduced dripping come out of pump after they have been removed and he tried filling them when they were out of the pocket. He said he has seen 1-2 drops leak out of pumps from previous needle sticks in the septum." Additional information has been requested, a follow-up report will be sent if additional information becomes available.